Manufacturer narrative:
Additional manufacturer narrative: the device history record review record has been completed, and confirms that the device met all manufacturing and sterilization inspections.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: despite communications with the health care providers, no additional information is available. Both the implant surgeon and the follow up doctor were unaware of the patient's death. The operative and discharge summary were provided. At (B)(6) 2011, no autopsy or death certificate were available and there is no indication that the device was explanted. At this time, it is unknown if the device will be returned for evaluation as it is unknown if it has been explanted. Cause of death is unknown. See report for (B)(4) for the mitral device. DHR is in progress.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the patient expired 9 days post operatively (.30 months) due to unknown reasons. No cause of death has been provided. Per the discharge summary: the patient was admitted on (B)(6) 2010 and after his admission and initial evaluation, he was brought to the operating room where under general anesthesia and via a median sternotomy, a mitral valve replacement with a 25mm edwards tissue valve and an aortic valve replacement with a 21mm pericardial tissue valve, coronary artery bypass grafting times two was performed by [doctor] without complication and following the procedure the patient was transferred to the intensive care unit where he remained intubated and in stable condition. He was found to be quite coagulopathic following the surgery and required multiple blood products including 8 units of red blood cells and 6 units of fresh frozen plasma (ffp) and 5 units of platelets, as well as 2 units of cryo and factor ix. His coagulopathy was soon corrected. He remained in atrial fibrillation and his rate was controlled. Eventually he was placed back on anticoagulants, including the use of lovenox and then later coumadin. He was eventually weaned from the ventilator and extubated. He was slow to mobilize. By postoperative day 3 he was able to get out of bed. There was some question about his ability to swallow. He began tube feedings for one night. He began tolerating oral intake without difficulty. He eventually began to ambulate and was walking quite well in the hospital. There was some question whether to send [the patient] to a skilled nursing facility, but the patient insisted on going to his own residence upon discharge. He denied going to a skilled nursing facility and instead on (B)(6) 2010 was discharged to home uneventfully. The patient expired two days, at home, after discharge from the hospital. The patient had not had any follow up visits with the surgeon or his follow up doctor.